Manufacturer narrative:
Investigation summary: mat: 368860, lot: 2153613. Bd received one photograph from the customer in support of this complaint. The photo was evaluated and the issue of missing label was observed. Additionally, an evaluation of the 100 retained tubes from this the bd inventory identified no further examples of missing labels. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes there was no label. The following information was provided by the initial reporter. The customer stated: "has tubes not listed. Asks how to proceed for return. Urgent."

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes there was no label. The following information was provided by the initial reporter. The customer stated: "has tubes not listed. Asks how to proceed for return. Urgent."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.